Manufacturer narrative:
The investigation findings reported on the initial medwatch MFR report was for the incorrect device. This correction is being submitted to report investigation findings for cmag motor serial number (B)(4). The device returned for analysis. No device-related issues were identified during the evaluation of the centrimag motor.

Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2016-00256. A different centrimag motor that was under the same event for centrimag voluntary recall was reported under MFR. Report # MDR-2018-31362. Patient information was not provided. Device evaluation: the device returned for analysis, the reported event was confirmed during the evaluation of the motor at the user facility site. The analysis verified that manipulation of the motor cable near the bend relief caused a system fault error to occur. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
The patient was supported by an extracorporeal circulatory support device. It was reported that that low pump flows were observed and the primary console alarmed for system failure. The pump speed and flow values were both reading 0 and a ¿motor error¿ message was being displayed. The patient¿s mean arterial pressures were in the 80¿s mmhg at the time of the event. The patient remained awake, but was reportedly distressed while the motor was exchanged. Once the motor was exchanged and flow was restored, the mean arterial pressure returned to the patient¿s baseline in the 90¿s and 100¿s mmhg. No subsequent events were reported.